Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrocardiogram (ECG) report had recorded a lower heart rate than the heart rate observed on the remote transmission with the presenting electrogram (egm) for multiple beats. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. No patient complications have been reported as a result of this event.